Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into or through the neuro tip causing it to bend. The assignable root cause of the component damage was determined to be due to user error, abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine inspection, it was observed that the tip of the crani-attachment device was bent so the burr device was outside of the guard. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.